Manufacturer narrative:
The reported event is confirmed as manufacturing related. Addressed by CAPA (B)(4). Received 1 all silicone foley catheter. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and solution immediately went to the drainage funnel indicating lumen to lumen leak. Sample received product does not meet specifications, which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause identified for CAPA (B)(4) is: it was difficult to assure the positioning of the catheter due to vision was difficult. A DHR review was not required as CAPA 8266921 is applicable for this product lot number. A labelling review was not required as CAPA 8266921 is applicable for this product lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no problem during pre-test, but foley catheter was spontaneously removed during operation. There was no reported patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no problem during pre-test, but foley catheter was spontaneously removed during operation. There was no reported patient injury.